Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient expired. The site plans to perform an autopsy and to explant the pump post-mortem.

Manufacturer narrative:
Additional products: controller 2.0, (B)(4). Device evaluated by MFR?: yes. Product event summary: the controller returned controller failed visual inspection but passed functional testing. System testing did not indicate any abnormal operation of the controller. Visual inspection under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. Log files analysis revealed that this controller was not in use during the event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the two controllers were returned for evaluation; while the pump was not returned. Analysis of the controller log files for con309628 revealed that the controller was not in use during the reported event date; the controller was likely the patient's back-up controller. Failure analysis of controller con309628 revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two on con309628. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An internal investigation has been opened to evaluate hairline crack(s) on controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of controller con313003 revealed that the device passed functional testing and visual examination. Analysis of the controller log files for con313003 revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2018 to parameters below the normal operating range and eleven low flow alarms recorded since (B)(6) 2018. As a result, the reported low flow event was confirmed. Analysis of the event file revealed one controller power up event that was logged on (B)(6) 2018 at 15:53:54. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with a 24% relative state of charge (rsoc) and (B)(4) was connected to power port two with a 70% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port and (B)(4) was connected to power port two. The controller was without power for 12 seconds. As a result, the reported "loss of power" event was confirmed. Of note, it was reported that the site believes emergency care personnel may have disconnected both power sources by mistake. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor ventricular assist device (vad) filling. Based on the available information, the most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller. An internal investigation has been opened to evaluate controller loss of power and implement corrective actions as required. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0, con309628. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller / serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31, UDI #: (B)(4), return date: 2018-04-16. Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). Heartware ventricular assist system ¿ controller 2.0, controller / serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-09-30, UDI #: (B)(4), return date: 2018-04-16, device evaluation anticipated, but not yet begun, mfg date: 2017-09-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a decline in ventricular assist device (vad) flow and pulsatility. Approximately two hours later, the patient's vad is reported to have stopped. The site believes that emergency care personnel who were unfamiliar with vads may have disconnected both power sources by accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an autopsy was not performed.